Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient has frequent admissions for diabetic ketoacidosis, and that the ¿last emergency room (ER) visit was on (B)(6) 2025. The day of the event the patient experienced feeling fatigued, depressed, and vomiting frequently. No specific cgm nor blood glucose reading was reported from the event, but the cgm would have been reading inaccurately low, causing undertreatment with insulin. The patient would have experienced diabetic ketoacidosis. The patient was at the emergency room, but no treatment was reported. A CT scan of the abdomen and pelvis showed mild wall thickening of the distal esophagus, may reflect an esophagitis. The last vomiting episode the patient had prior to the CT scan was 2 days before, and the patient vomited undigested food. It is unknown how much time the patient spent at the hospital. At the time of the report the patient was stable. No other details were documented and attempts to contact the patient for more information were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.